Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple incomplete bolus alerts. Reportedly, the customer had navigated to the bolus request screen by accident and did not exit the screen. The customer's blood glucose level was 250 mg/dl. The customer delivered a correction bolus. Tandem technical support educated the customer regarding the alert and the customer acknowledged.